Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the monitor response buttons were non-functional. The cause for the failure was isolated to the auxiliary pca. The black wire was disconnected from connector j4, causing the response button failure. The monitor showed signs of physical abuse and the monitor enclosure was cracked open. The root cause for the disconnected wire was excessive force on the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.